Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to both patient morphology/pathology (restricted, calcified posterior leaflet) and procedural conditions (difficult visualization). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. Both leaflets were noted to be restrictive. It was hard to visualize the clip during grasping attempts due to existing mitral calcification on the posterior leaflet; however, the clip was placed successfully. A single leaflet detachment was observed from the posterior leaflet with the clip remaining firmly attached to the anterior leaflet (slda). A second clip was prepared and placed successfully medial to the detached clip. No adverse patient effects or clinically significant delay in the procedure were reported. The patient was stable post procedure with a final mr of 2. No additional information was provided.